Event description:
Consumer from (B)(6) reported to church & dwight co., inc. (B)(6) that "the round part of the brush broke off in her mouth and broke her lower left side tooth. It is the second tooth from the back". Consumer indicated that the tooth that broke had previously been repaired with a filling.